Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm shaking violently during 'bone prep' and joint angles inconsistent error. Already spoke with and sent logs to fse. Surgery was completed robotically.

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: reported problem ¿ mps reported arm shaking violently during 'bone prep' and joint angles inconsistent error on j5. Observation ¿ j5 transmission cable tension loose. Action taken - tensioned the j5 transmission cable to proper tension. Ran haas test and no errors occurred on j5system ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported. -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking violently during 'bone prep' and joint angles inconsistent error. Already spoke with and sent logs to fse. Surgery was completed robotically.